Manufacturer narrative:
Company comment: the serious events of swelling at implant site and angioedema, and the non-serious events of mass and induration at implant site and eye swelling were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-nov-2022 by a nurse practitioner which refers to a 44-year-old female patient. The patient had no known medical history or allergies. No information about concomitant medications has been provided. The patient had previously received treatment with unspecified eye filler in 2016 and restylane defyne in (B)(6) 2022 from another provider to lips and cheeks. She had no reaction to the injection. On (B)(6) 2022, the patient received treatment with 1 syringe of restylane defyne to nasolabial folds, marionettes and right cheek (unknown lot number, injection technique and needle type) to fix a little bit asymmetry she had from a previous injection. It was reported that hcp only corrected with 0.2 on one side and not a lot of amount of restylane defyne was injected on the cheek for the correction. On (B)(6) 2022, the patient had experienced facial swelling (implant site swelling). The hcp started the patient on a medrol dosepak [methylprednisolone]. Her symptoms improved until the last day of the prednisone. Later, she had angioedema (angioedema) and severe facial swelling. The hcp treated the patient with intramuscular prednisone [prednisone] and started with a tapering dosing of unspecified antihistamines. She was intermittently better then regressed throughout the taper. The patient had some hard areas (implant site induration) on the nasolabial folds and marionettes and swelling at the lower face. While she was on the 20 mg prednisone taper, the patient visited the hcp who treated her with 5 vials of hylenex [vorhyaluronidase] diluted with saline [sodium chloride] and lidocaine [lidocaine]. All the hard lumps (implant site mass) went away. The lumps and swelling were decreasing. Then again swelling got worse and now her eyes were swollen (eye swelling). The patient was also receiving treatment with doxycline [doxycycline]. She was not presenting with redness, but the swelling was just around the eyes at the time of report. According to hcp, the patient had no recent covid-19 history or vaccination history including covid-19. There were also no recent illnesses or autoimmune or dental work. Outcome at the time of the report: swelling was not recovered/not resolved/ongoing. Angioedema was recovering/resolving. Hard areas was recovered/resolved. Lumps was recovered/resolved. Eyes were swollen was not recovered/not resolved/ongoing.